Manufacturer narrative:
It was reported that the patient was not in the lift at the time of the incident. They were preparing to place the patient in the lift when the entire caster assembly fell out. It was reported that the caster bolt appeared to be stripped because when they tried to install the caster back onto the lift, it would not stay in place. No issues with the caster were noticed prior to this incident. The complainant did not recall any time when the lift had been serviced. The maintenance safety inspection checklist within the portable patient lift and sling owner's manual indicates that on a monthly basis the casters and axle bolts should be inspected for tightness. The product was not returned to invacare for evaluation. The reported issue of the caster falling off could not be verified, and the underlying cause could not be determined. Since the manufacture of this device, updates to the caster assembly design specifications and incoming inspections have been implemented. The lift has been taken out of service by the facility, and they were referred to their provider for further assistance. Should additional information become available, a supplemental record will be filed.

Event description:
A representative from a facility stated that the left rear wheel of the lift has fallen off.